Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patients stimulator was moving around/flipping. When it moved around, it hurt her ribs and caused the top of her incision to become red. The stimulator seemed like it was about to pop out. There was scar tissue over it, but when it moved it felt like it was breaking the confines of the pocket. It was further reported that the physician had recommended continued use of the abdominal binder before considering revision. The company representative planned to discuss the situation with the physician. Of note, the patient had gastric bypass in the past. It was further reported that the physician stated that the cause of the event was unknown. There were no injuries or hospitalizations. The physician would evaluate the patient if the patient sought help.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type :lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery was rubbing against the rib cage. The patient reported that it had always been this way, since implant.